Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for longer than 48 hours.

Manufacturer narrative:
The device was received partially deployed. The slide insert was visible in the viewing window and the linkage assembly was in the fully deployed state. During initial inspection of the device, the formed needle was visible in the exposed portion of the soft cannula and the tip of the soft cannula was observed to be damaged. Upon removal of the top housing the formed needle was found to be disengaged with the slide retract, indicating that the formed needle was installed incorrectly, which is why the formed needle did not retract after deployment. Upon inspection of the needle mechanism, damage was found to the slide retract; this damage was caused by the incorrectly installed formed needle. The needle not retracting was caused by the incorrectly installed formed needle. The fluid path was tested due to damage observed to the soft cannula. The soft cannula was measured to be out of specifications. Because the damage was observed to the distal tip of the cannula, fluid did not exit the entire fluid path as intended. Although the cannula was damaged, the timing and cause of the damage could not be determined. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for longer than 48 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.